Event description:
The customer reported that while the (B)(4) central station was in use monitoring patients along with ambulatory telepacks, all except one of the telepacks stopped communicating with the central. A "communication loss" message was displayed at the central. No pt injury was reported.

Manufacturer narrative:
The company rep replaced a switch in the rack room. The system was tested to factory specs. It functioned normally and was returned to use.